Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50 serial: (B)(6). Batch: 7125141. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7157836 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure where in the entire system was explanted for an unknown reason. The current location of the explanted devices remains unknown. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure where in the entire system was explanted for an unknown reason. The current location of the explanted devices remains unknown. No additional information was available. Additional information indicated that the scs patient underwent an explant procedure due to lead migration, which resulted in inadequate stimulation. The explant reason for the implantable pulse generator (ipg) still remains unknown. Postoperatively, the patient is doing very well. The explanted device was disposed of by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch:(B)(6). UDI: (B)(4).

Manufacturer narrative:
The devices sc-1432 serial number (B)(6), serial numbers (B)(6) were not returned for analysis however, a labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. . Serial: (B)(6). Batch: 7125141. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50 . Serial: (B)(6). Batch: 7157836. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure where in the entire system was explanted for an unknown reason. The current location of the explanted devices remains unknown. No additional information was available. Additional information indicated that the scs patient underwent an explant procedure due to lead migration, which resulted in inadequate stimulation. The explant reason for the implantable pulse generator (ipg) still remains unknown. Postoperatively, the patient is doing very well. The explanted device was disposed of by the facility and will not be returned.